Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values four days after the sensor was inserted in the abdomen. The patient experienced hyperglycemia and stated that he has nausea and vomiting, the cgm was reading 80 mg/dl and the blood glucose reading was 280 mg/dl. The patient stated he went to the hospital and received an unspecified intravenous IV fluid and zofran, no dosage known. There is no information on when the patient left the hospital. At the time of the report the patient stated he was feeling weak. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.